Event description:
New information noted that the right ventricular and atrial leads were replaced.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-19127. It was reported that the right ventricular - rv lead exhibited low pacing impedance, while the atrial lead exhibited intermittent capture. The rv and atrial leads were explanted and the patient was in stable condition.